Event description:
Customer called to report the pump was not completing the manual prime but the insulin was exiting. Troubleshooting was performed. The pump showed priming and the insulin exited. However, the device did not switch to the proper screen and the entire reservoir was emptied. Customer was disconnected. The pump did alarm. Additionally, it was stated that when the customer released the activate button, the pump required them to rewind again. Customer tried to prime a few times and finally it switched to the correct screen and the prime could be finished.